Event description:
Pt was implanted with lc-dcp plate construct on (B)(6) 2012 for an orif of the ulna. Pt returned for a f/u appointment on an unk date and x-rays confirmed pt did not heal and one of the 8 cortical screws broke post-operative proximal to the fracture site. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union. Surgeon removed all hardware and revised pt to dbx putty. Ten holes lcp plate construct, and competitor's bmp. Procedure was completed with no problems. This is the 5th report of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.